Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, dark red urine was observed, and the labs were hemolyzed. It is unknown how this issue was resolved. However, it was noted that one day later, the patient's labs were no longer hemolyzing. Additionally, the patient experienced ischemia in the right leg. It was noted that the physician was monitoring the patient. It is unknown if there was any medical intervention. Thrombocytopenia was identified. It is unknown how this issue was resolved. Also, the pigtail went into the papillary muscle. It is unknown if this was resolved. However, it was reported that it did not interfere with mitral structures. The device exhibited low suction. It is unknown how this issue was resolved. Additionally, blood was oozing from the access site and was resolved by applying pressure dressing and heparin was put on hold. The survival outcome at explant was noted that the patient expired. Medical safety review of the event noted there is not enough evidence to exclude the impella as an associated factor in the patient's (death) outcome.